Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer verified instrument performance by performing a passing precision run and passing system check. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result, above the normal reference range of the assay, on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The patient had a second blood draw. The access accutni+3 result for the second blood draw recovered within the normal reference range of the assay. The customer repeat tested the first sample on the same unicel dxi 600 access immunoassay system and obtained a lower result, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was started on treatment. The customer was unable to provide additional information pertaining to the treatment the patient received. All system parameters, including access accutni+3 quality control (qc) and access accutni+3 calibration were within assay and instrument specifications. Samples are collected in lithium heparin plasma separator tubes. Samples are centrifuged at unknown speed for six (6) minutes at room temperature. There were no sample integrity issues noted.